Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. No audio and beep or failed battery test alarm. No moisture damage electronic assembly. The insulin pump had scratched lcd window, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that they received failed battery test alarm as well. The customer's blood glucose was 73 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.